Manufacturer narrative:
Intermittent motor error alarmed during rewind noted in alarm history due to corroded motor home switch. Unable to perform displacement test due to motor error alarms.

Event description:
The customer called to report a motor error alarm during normal use. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer reported another error alarm on the insulin pump as well. Explained all alarms to the customer, and advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.